Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's right ventricular (rv) lead was not implanted right. Patient experienced discomfort all the way until it was repositioned. Moreover, patient is still experiencing discomfort but not as severe as it was. To date, this lead remains in service. No additional adverse patient effects were reported.